Manufacturer narrative:
Additional information has been requested. Screw was removed at time of surgery. Synthes is unable to determine the manufacturer, the 510k number, the date of manufacturer without the catalog#, lot#, or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
During an ankle procedure, the surgeon noted peeling of the screw thread. Screw was removed and replaced. No thread fragments remain in the pt.